Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the returned photo noted six needles and three sutures placed in a needle holder. Three needles were observed to be disengaged with suture material present in the swage, indicating the suture broke off at the swage. Three needles were observed to have the suture attached. It was reported that there was needle detachment occurred. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the cesarean section, while suturing, needle detachment occurred on three cases. The needles did not fall into the patient cavity. Another type of suture was used and the original sutures were avoided to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: cl-955, cl-955 polysorb 1 und 90 cm gs21 x 36 (lot# a5l1022y); cl-955, cl-955 polysorb, 1 und 90 cm gs21 x 36 (lot# a5l1022y); cl-955, cl-955 polysorb 1 und 90 cm gs21 x 36 (lot# a5l1022y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the cesarean section, while suturing, needle detachment occurred on four devices. The needles did not fall into the patient cavity. Another type of suture was used and the original sutures were avoided to resolve the issue. No patient complications have been reported as a result of this event.